Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv transformer was re-strapped and the ps1 5vdc power supply was optimized. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'control panel errors'. This error will result in system lock up. No pt or user injury was reported.